Event description:
It was reported that the device was showing non-sustained lead noise due to post-paced t-wave oversensing via merlin transmission and was noted on a stored egm. Patient was asymptomatic and did not receive inappropriate therapy during the oversensing. It was recommended that the device be reprogrammed and induction test be performed. Patient condition was fine.

Event description:
New information received notes that a subsequent merlin.net transmission showed further episodes of non-sustained lead noise due to post-paced t-wave oversensing. The device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.